Manufacturer narrative:
Patient date of birth, weight is not available for reporting. Date of event is unknown. UDI: (B)(4). Device remained implanted in the patient, thus explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation, as device remained implanted in the patient. A device history record review was completed for part # 09.402.026s, lot #6892269: release to warehouse date: 11-june-2012, expiration date: 30-april-2017, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is suspected loosening of a radial head prosthesis that was originally implanted on (B)(6) 2015. The surgeon is concerned that the implant seemed to be loosening as noticed on x-rays during the patient's recent visit to office. Further treatment has not been determined at this time. This is report 2 of 2 for (B)(4).